Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. The patient was admitted to the ER and was treated with IV and oral antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae and is using the device to find effective pain relief.